Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's meter and test strips were provided for investigation where they were tested using retention strips and controls. Testing results (qc range = 2.4 - 3.6 inr): customer strips: qc 1: 3.1 inr, qc 2: 3.0 inr. Retention strips: qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3.3%. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The occupation is lay user/patient.

Event description:
The initial reporter stated that a patient received discrepant results when testing with coaguchek vantus meter serial number (B)(4). Between 9:30 a.m. And 10:00 a.m., a sample from the patient was tested using the meter, resulting with a value of 3.3 inr. At the same time, a sample was collected from the patient and tested in the laboratory using an unknown method, resulting with a value of 2.3 inr. Between 9:30 a.m. And 10:00 a.m. On (B)(6) 2020, a sample from the patient was tested using the meter, resulting with a value of 3.3 inr. At the same time, a sample was collected from the patient and tested in the laboratory using an unknown method, resulting with a value of 2.3 inr. The meter values were reported to the patient's doctor and the doctor considered the laboratory values to be correct. The reporter is not sure if internal controls passed on the meter on the testing dates. The patient started using the meter on (B)(6) 2020 and the meter had not been cleaned. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly.